Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the pacemaker upgrade to ICD procedure that multiple catheters were utilized for proper placement of the leads. After use and removal from the patient, the physician did not believe that some of the catheters held there shape appropriately.